Manufacturer narrative:
Ps344518. Method: the complaint rt225 infant bias flow breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on information provided by the customer and our knowledge of the product. Results: the customer reported that the complaint rt225 breathing circuit did not pass the leak test. Conclusion: we are unable to determine what caused the reported event. All rt225 infant bias flow breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specification at the time of production. Our user instructions that accompany the rt225 infant bias flow breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative that an rt225 infant bias flow breathing circuit failed a ventilator leak test before use. There was no patient involvement.